Event description:
It was reported today that a recharger device was not communicating well with the implantable neurostimulator (ins). It was stated that the patient was able to successfully recharge her ins in the past and that the ins was currently at 75% battery charge. It was reported that the patient received a new recharger saturday and since then she couldn¿t recharge at all. It was noted that the patient had been in the diagnostic menu. Additional information received reported that in the recharging screen, none of the efficiency bars were shaded in. It was stated that this was the ¿original issue and reason they ordered a new recharger for the patient last thursday¿. It was reported that ¿a few weeks ago¿ the patient had her ins assessed by her healthcare professional (hcp) to address ¿undesired movement¿ ((B)(6) 2013). It was stated that during the original implant, the hcp only used one suture. It was reported that after the appointment, the hcp decided to have the patient come back to add an additional suture. It was stated that the date of the procedure was unknown, but that the caller approximated that it was 3-4 weeks ago. It was reported that since the procedure, the patient has had recharging and lack of coupling issues. Additional information received reported that further troubleshooting was done with the antenna locate feature with no increase in communication with the implant. It was stated that the patient had an x-ray to verify positioning of the implant. It was stated that on (B)(6) the patient would follow-up with the implanting/follow-up physician.

Event description:
Additional review determined this event is related to MFR report # 3007566237-2014-00424; any additional information received will be reported in MFR report 3007566237-2014-00424.

Manufacturer narrative:
Concomitant medical products: product ID: 37651, serial# (B)(4), product type: recharger. (B)(4).